Event description:
The customer tested his blood glucose using his contour meter and received a reading that was higher than 200 mg/dl. He retested using another contour and received a reading between 110-120 mg/dl. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return his test strips for eval. Replacement test strips and a new meter were sent to the customer.